Event description:
It was reported that following implant, the patient lost approximately (B)(6) and the stimulation pocket in the right lower quadrant of the abdomen became unstable. The physician planned to revise the pocket and stabilize it. When the pocket was opened, it was found to have pus-like drainage and was infected. Cultures were taken (no results were available). The neurostimulator was removed. The patient had no signs or symptoms of infection. It was reported that there was no patient injury. The patient recovered without sequela after the device was removed.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.